Manufacturer narrative:
The device was not returned to zoll for eval. The customer isolated the reported problem to the bridge board and hv module. The suspect assemblies were returned to zoll for analysis. The reported malfunction was attributed to the insulated gate bi-polar transistor on the bridge board. The hv module performed according to specification, however, it was scrapped as a precaution. The customer received a replacement hv module and bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.